Manufacturer narrative:
The approximate age of the device is 36 days. The event occurred at (B)(6). Visual examination of the returned pump indicated that tissue-like thrombus formations were adhered around the inlet bearing cup and ball. The thrombus formations showed evidence of denaturation and appeared to form in laminated layers, indicating that they likely developed on the bearings for an undetermined amount of time while the pump was operating. Additionally, a small, tissue-like thrombus formation was present in the proximal side of the outlet stator. The deposition lacked lamination, lacked denaturing, and did not appear to have originated in this location; however, slight contact marks were noted on the outlet bearing cup indicating that the deposition may have been present during pump operation. Its specific origins and a duration in which it was present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A correlation between the returned device and the reported patient expiration due to right ventricular failure and multisystem organ failure could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. The device instructions for use list thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient did not recover from right ventricular failure that was noted via echocardiogram prior to implant. The surgeon reported that the lvad pump was functioning normally but the right ventricular function, which was being treated chemically, progressively declined. It was reported that the patient expired approximately 36 days post-implant from the right ventricular failure which eventually progressed to multisystem organ failure. During the manufacturer¿s evaluation of the pump, thrombus was observed.